Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
A customer reported to baxter (B)(4) a 3000ml eva bag in which a hair was observed in the bag after it was filled using an automix. The alleged defect occurred after filling. The eva bag was filled with an unknown solution. There was no patient involvement. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed a hair of approximately 4cm in the bag. Therefore, the reported condition was been confirmed. The assignable root cause was determined to be human error at the manufacturing plant. As a corrective action, this report was communicated to the manufacturing area responsible at the plant for the production of the code mentioned in this report. A batch review was performed on the reported lot with no deviations found.